Event description:
It was reported that when the patient presented in the hospital for a device change out due to normal eri, fluoroscopy revealed externalized conductors. No electrical anomalies were noted. The lead was capped and replaced. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.